Event description:
A patient experienced problems in the drainage and infusion of solution and effulent. The patietn went to the hosptial and received uroquinase to attempt to declog the transfer set. The opatient had to exchange the set for a new set. Prophylactic antibiotics were given. There was no patient injury associated with this incident according to baxter spain.

Manufacturer narrative:
A sample has been requested to be evaluated.